Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch #761c84. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. The device opened without any difficulties noted. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "difficult to open and would not reverse knife automatic", the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 761c84, and no non-conformances were identified. Additional information was requested, and the following was obtained: how many reloads were used? 13 reloads. What color reloads were used? Black, green and a couple of blue. The reverse button had to be used "4 times", was this after each reload replacement? Yes. Did the manual override have to be used at any point in the procedure? No

Event description:
It was reported that while using the psee60a in a thoracic case and the battery seemed to stop working and only half firings some reloads even when we used black which is for the thickest tissue. You could hardly hear the battery working at all for the last few firings, and the reverse button had to be used 4 times. Surgeon requested a new stapler to be opened, first firing worked well but from then on, the battery seemed to work sporadically, and the motor completed slowed down even in thin tissue with minimal tissue in the jaws. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. D4: batch # 702c62. B3: event day and month unknown. Captured as 1/1/24. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? All reloads were partially fired. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? Had to use reverse knife switch to bring the knife blade back multiple times. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many reloads were used? What color reloads were used? The reverse button had to be used "4 times", was this after each reload replacement? Did the manual override have to be used at any point in the procedure? A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9ea3f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 11/21/2024. D4 batch # 761c84. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. The device opened without any difficulties noted. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "difficult to open and would not reverse knife automatic", the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 761c84, and no non-conformances were identified. Additional information received: it was completed by opening a second gun and was lucky it was almost at the end of the procedure. But a lot more reloads were used than necessary and the firing was not optimal in any way.